Event description:
Boston scientific crm received information that one day post-implant of this right ventricular defibrillation lead, an increase in pacing threshold measurements was observed. A chest x-ray confirmed that this lead had dislodged.

Manufacturer narrative:
This lead was successfully repositioned with no other adverse patient effects. At this time, no additional information is available. If additional information becomes available, this report will be updated.